Manufacturer narrative:
Evaluation codes: product was not returned to the manufacturer. Product was not returned for evaluation. No conclusion can be drawn.

Event description:
Customer reports, she used a brace for two nights, missed a week and a half of work and spent nearly (B)(6) on co-pays and rx. Reportedly, on (B)(6), was given an "allergy shot," (name/dose unknown) in buttocks, on (B)(6), pain was constant and could not sleep so given rx prednisone (20mg in am, 20mg in pm) daily for 3 days, on (B)(6), the pain/swelling were better. On (B)(6), was last dose, on (B)(6), the pain/swelling came back so given rx prednisone for 5 days. Swelling dropped dramatically and did not return but the pain was worse so given same rx for 5 more days. Last dose of prednisone was taken on (B)(6). Currently, reports that 2 of her finger tips are a little numb and some pain in one area from the side of her hand back into wrist but that it feels much better and she can feel that it is improving - she is still taking advil occasionally. The reaction is much better. Possible allergic reaction.